Event description:
The hcp reported the patient was experiencing increasing pain intensity despite increased dose of pain medications. The onset of symptoms was in 2007. An study was performed with nuclear medicine scans at 6, 24 and 48 hours. The proximal portion of the pump connector was revised approximately one week later and the patient's medication used in the pump was changed from dilaudid to morphine 10 mg/ml.